Manufacturer narrative:
Device code relates to the problem code with the reported event of clip difficult to release from the catheter. (B)(6) although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in a zenker¿s diverticulotomy procedure performed in the esophagus on (B)(6) 2018. According to the complainant, during the procedure, the clip grasped and locked onto the tissue but failed to release from the catheter, which caused some bleeding. The clip was eventually released from the catheter and the procedure was completed at this time. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). A visual examination of the complaint device found that the clip assembly was half deployed and not returned with the device. The yoke was still attached to the control wire and there was a kink in the middle of the coil. The control wire was pulled from the distal section of the device and was slightly bent. It was observed that the control wire was kinked from the distal section between the ball weld and hypotube. The spring in the handle was detached as the control wire was pulled and not returned with the device. These failures are likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in a zenker¿s diverticulotomy procedure performed in the esophagus on (B)(6) 2018. According to the complainant, during the procedure, the clip grasped and locked onto the tissue but failed to release from the catheter, which caused some bleeding. The clip was eventually released from the catheter and the procedure was completed at this time. The patient's condition at the conclusion of the procedure was reported to be fine.